Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that the insulin pump had pump error alarm and were unable to clear alarms. The pump will be replace and customer was advice to revert to back up plan per health care professional instructions. The customer¿s blood glucose level at the time of the incident was 400mg/dl. Patient was able to treat high blood glucose, they decline to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board.